Event description:
Pt had a total right knee replacement. Recent recurrence of pain in right knee with synovitis. Had replacement of the tibial component of total knee. Component sent with rep after sterilization. Original implant knee at this facility.